Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated that they had low battery alert prior to replace battery alarm. Customer stated that they tried multiple new batteries but the issue was not resolved. Insulin pump was turned off and not working anymore. No harm requiring medical intervention was reported. Troubleshooting was performed and customer will continue the use of device.